Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The programming on the device was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. While changing the fixed prime back, the husband had the customer to reconnect at the quick release and printed 30.3 units. Instructed the customer to disconnect and treated the customer's blood glucose while paramedics are called. Checked the glucose level and her glucose level was 477 mg/dl. The paramedic called and stated that her glucose was 450 mg/dl, and ten minutes later, it rose to 480 mg/dl. The customer declined to go to the hospital. Advised the customer to disconnect the device up to an hour if needed and call to her doctor. The spouse was aware that the customer entered the wrong glucose reading and carbohydrates into the bolus wizard and she was using cold insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.